Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons ripped at the top [device physical property issue] . Strings on tampons falling off [device breakage]. Case narrative: consumer reported via e-mail that some of the tampons were ripped at the top and the strings were falling off. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place

Event description:
Tampons ripped at the top [device physical property issue] strings on tampons falling off [device breakage] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that some of the tampons were ripped at the top and the strings were falling off. No injury reported.

Event description:
Tampons ripped at the top [device physical property issue]. Strings on tampons falling off [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that some of the tampons were ripped at the top and the strings were falling off. No injury reported.

Manufacturer narrative:
Probable manufacturing cause identified as a result of the lot code investigation completed on september 21, 2022. An investigation is in progress for returned product received on september 21, 2022.